Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for the tip sparking. A visual inspection was performed and showed the probe has been used in the field. The distal tip shows a large blow out at the return ring. This is most likely caused by fluid ingress; however, because of the severity of the damage to the probe the insulation cannot be evaluated. The root cause for this event could not be determined with confidence. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Two lot numbers were provided by the site and neither was identified as the complained device. Lot 1091282 has a manufacture date of jan. 24, 2015 and expiration date of jan. 31, 2018. Lot 1099872 has a manufacture date of june 16, 2015 and expiration date of april 30, 2018. (B)(6). (B)(4).

Event description:
During an acl reconstruction, it was reported that when the device was activating inside the joint, the tip sparked. The doctor decided to stop using it and opened another device from a different lot to complete the procedure. There was a ten minute delay in the procedure. The doctor reported that the patient did not get burned.